Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d8, h3, h4, h6. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: defective power supply, error e103 (lamp lighting failure). A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: due to defective power supply, error e103 (lamp lighting failure) is displayed, and the xenon lamp does not turn on and switches to the spare lamp. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the subject device's xenon lamp was not switching on during set up / inspection for use. There were no reports of patient involvement.